Event description:
Customer reports that she performed back to back tests with results of 12mg/dl and 129mg/dl. Another comparison she reported included results of 89mg/dl and 166mg/dl. All comparisons were performed on the same device. No adverse event reported and no treatment received. No quality controls were used. No strip information provided. Requested return of suspect device and replacement was sent.